Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received, analyzed, no anomalies were found. It was noted that no anomalies found on save to disk and that the 6935 lead has no svc (superior vena cava) circuit. (B)(4).

Event description:
It was reported that during the patient's routine device check it was found that the right ventricular (rv) lead exhibited svc (superior vena cava) coil high impedance. It was noted that the svc coil had already previously been turned off. No further actions were taken and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.